Event description:
During a laparoscopic procedure on a 28-yr-old female who is in good health, a laparoscopic cautery cord which was loose during the procedure, became unattached from the dissector and inadvertently fell on the drapes above the pt's face. The physician was not aware that the cord had become unattached and stepped on the cautery pedal. The cord burned the pt on the lip through the drapes. Actual extent of injury is still being determined.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: connector or adaptor. Conclusion: device failure directly contributed to event, user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, user education provided. The device was not destroyed/disposed of.